Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting and follow-up from customer technical support, and no additional actions were taken at this time.